Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A operating room manager reported that, during an intraocular lens (iol) implant procedure, it was noticed that the lenses were scratched. There was patient contact involved. The shipping container and iol carton was not damaged. Additional information was received that, lens was inserted and then removed when scratch was noticed by surgeon.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and viscoelastic. The handpiece provided is not qualified for the lens/cartridge combination used. The handpiece indicated is only qualified for company lens models. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/handpiece combination. Company foldable lens are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process the manufacturer internal reference number is: (B)(4).